Event description:
The pump was alarming with a motor stall after the patient fell. The doctor discovered that the catheter was occluded when he was trying to get csf backflow; there was something inside the catheter. The pump and catheter were replaced. The patient recovered without sequela. The pump was delivering morphine.

Manufacturer narrative:
Final analysis of the device revealed motor corrosion and gear train anomaly. (B)(4).

Manufacturer narrative:
Catheter model 8709, lot/serial # (B)(4), implant date: (B)(6) 2006; explant date: (B)(6) 2011. Pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.